Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrent stress incontinence. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The patients experience and subsequent mesh excision was due to recurrent incontinence.